Manufacturer narrative:
Advanced failure analysis was completed on the sureform 60 blue reload. The initial failure analysis findings were confirmed. Cartridge damage was observed with no material missing. The reload blade had indentations on the cutting edge, indicating the reload was fired across a hard object.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. The blue sureform 60 reload involved with this event has been received for failure analysis evaluation. Failure analysis investigations confirmed and replicated the customer reported complaint. The reload was found to have the knife exposed within the knife track. The reload was found to have a firing failure based on log review and during in-house inspection. Additionally, the reload was found to have mechanical indentation damage to the blade. Review of the stapler log showed the sureform 60 stapler was installed on the system seven times and fired 7 reloads (3 blue, 1 green, 3 blue, in that order). On install 1, the system failed to detect the reload color and the user manually selected the blue reload via the gui [guided user interface] on the ssc [surgeon side console] touchpad. On installs 1, 2, and 4-6, the firings were each completed with no pauses for compression. On install 3, the first 3 clamps were successful, but were followed by a firing failure. The firing stopped at about 73% completion, after a duration of about 42 seconds. The instrument was successfully unclamped following the failure. On install 7, the firing was completed with 1 pause for compression. There did not appear to be any errors related to this stapler and the time it was installed in the system logs. Review of the system log revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. A video provided by the customer for this event was reviewed and showed what appeared to be a tissue pushout event. Tissue was seen sliding toward the distal end of the stapler jaws as the stapler attempted to fire. When the stapler unclamped, following a tissue too thick message, dragged and malformed staples were visible, along with some bleeding. This is commonly attributed to stapling across an existing staple line. The sureform user manual does have warnings against stapling over obstructions and/or existing staple lines as it may lead to tissue damage or staple line disruption as seen in the video. If stapler abnormalities or malfunctions are observed, stopping the firing process can help prevent further tissue injury. Firing may be stopped by pressing on the emergency stop button. After recovering the emergency stop, the user will be able to unclamp the stapler.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy procedure, a blue sureform 60 reload was fired on the gastric body and the reload blade was observed to be caught on a previously made staple line which resulted in the staple not being formed or cut properly. The customer noted that they were able to immediately redo the transection on the left side and to recover. The customer was able to use the sureform stapler 60 instrument without any problems during subsequent staple fires. The procedure was completed robotically. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the blue sureform 60 reload was inspected prior to use and there was no damage or anything out of the ordinary observed. The surgeon selected the blue reload due to the thickness of the stomach. The reported event occurred during the second fire of the sureform 60 stapler instrument. According to the surgeon, the first fire was completed without any problems. After the reported issue occurred during the second fire, the surgeon immediately fired the stapler sureform 60 again on the left side of the uncompleted staple line and the problem was resolved. The sureform stapler 60 instrument was able to be used during subsequent fires without any problems. An unformed staple was found by the user. There was also an exposed reload blade observed. The surgeon did fire over an existing staple line. There were no holes or gaps that were observed within the staple line. The surgical task being performed at the time of the event was cutting of the stomach, and the targeted tissue was the gastric corpus. There was no tissue calcification, tissue tension, or tissue bunching. When the stapling issue occurred, the system prompted a "tissue too thick to continue" and a "blade may be exposed" message. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the sureform stapler 60 instrument jaws. There were no clamping issues prior to the reported event. There was no bleeding that was observed. There was no unplanned tissue removal. The procedure was completed robotically.